Event description:
It was reported by the rep the system responded with a laser power out of range error. The customer tried 4 fibers thinking this was the problem. The problem occurred at the beginning of the case but no lasing had taken place. The case was aborted and the pt awakened. The laser is being returned for repair.